Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. The unit passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure; however, this would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. General cleaning performed and all worn parts were replaced. Root cause: evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the "surgeon felt that the mayfield modified skull clamp (a1059) slipped during a procedure, but there was no evidence of a slip occurring." No patient injury or surgical delay has been reported.